Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents and no unexpected no power, low battery, or battery out of limit alarm noted. The device passed the displacement test, rewind, basic occlusion, occlusion, prime, and no delivery test. The unit passed the self test and monitored. No audio/beep anomaly noted. The insulin pump had a cracked reservoir tube.

Event description:
The customer reported having high blood glucose of 600mg/dl. The caller stated that she can not get out of the rewind loop, but she could see the bolus delivery screen with 0.0 units. The customer stated that the reservoir compartment is damaged. The customer stated that she did not feel comfortable because she could not hear when the alarm in the insulin pump goes off. Troubleshooting was performed, and the self test passed. The customer also mentioned having scar tissue on her stomach, and the device alarmed no delivery during bolus and basal. The customer stated that she continued having high blood glucose and she would ask the neighbor to take her to the emergency room. Offered to call the paramedics, but she declined. Attempted to follow up with the customer with no results. No further information was provided.